Manufacturer narrative:
(B)(4). Medical products: unknown tibial component catalog # unknown lot # unknown; unknown patella catalog # unknown lot # unknown; unknown articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Multiple MDR reports were filled for this event: 0001822565-2020-04176, 0001822565-2020-04177, 0001822565-2020-04178. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates there were no intra-operative complications. Patient was revised on (B)(6) 2018 due to tibial loosening and only tibia and bearing were revised without any intra operative complications. Later patient was revised on (B)(6) 2019 due to infection and antibiotic cement spacer were placed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported patient underwent a revision procedure 20 months post implantation due to infection. Attempt for further information has been made, but no further information has been provided.